Event description:
It was reported that the insulin pump was returned without a communication regarding the reason for product being returned. Nothing further reported.

Manufacturer narrative:
Insulin pump passed the displacement test, operating currents, selftest, off no power and unexpected restart alarm error test. Device was unable to prime due to flush/loose drive support disk. Device received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corner.